Manufacturer narrative:
(B)(4). Valuation: results: (endoleak), (aneurysmal aorta). Conclusion: (aneurysmal aorta).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of bilateral common iliac aneurysms and one internal iliac aneurysm. The right common iliac aneurysm is 4 cm, the left common iliac aneurysm is 2.8 cm and the internal iliac aneurysm was 3 cm. The aortic neck is short and conical in shape measuring 8 mm in diameter and goes to 26 mm in diameter over a 15 mm length. The patient had an aorto-bi-iliac bypass prior to the stent graft implant procedure. A talent converter was implanted and an angiogram revealed that there was a type 1 or type 4 endoleak. The physician placed a palmaz stent however the endoleak did not resolve or change. The physician then placed the 12 mm occluder and performed a femoral to femoral bypass. The type 1 endoleak resolved with placement of the palmaz stent. The final angiogram had a good result. No additional clinical sequelae were reported, and the patient is fine.